Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level at the time of hospitalization was over 600 mg/dl and was treated with a bolus. The customer¿s other blood glucose was 416 mg/dl. The customer was throwing up and had been drinking a lot of water. They had started a new medication that made it worse, and then did not have the sensor and these combined might had caused it. The customer was unable to complete the care link upload. The device will not be returned for analysis.